Event description:
It was reported that during the implant attempt of the right ventricular (rv) lead, the physician had difficulty placing the lead due to difficulty crossing the rv coil, the helix would jump quickly during extension and high thresholds. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent. Helix extension/retraction and length testing were all performed and all results, including electrical testing, were within specified parameters. (B)(4).